Manufacturer narrative:
Related MFR #'s 2916596-2020-05570, 2916596-2020-05428, 2916596-2021-03995, 2916596-2022-14237, 2916596-2022-15223, 2916596-2023-00952 covered the cosmetic driveline damage. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that he patient's entire driveline is covered with rescue tape. The log files noted that the equipment is operating as expected and that there no unusual events.

Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted images confirmed damage to the silicone jacket of the driveline. The submitted log file captured the pump operating as intended at the set speed. Although a specific cause for the observed damage could not be conclusively determined through this evaluation, it did not appear to contribute to any electrical issues. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline and outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. The relevant sections of device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was noted that the driveline damage was only cosmetic and additional rescue tape was applied.